Event description:
During a right total knee arthroplasty, approximately 1 cm of the tip of the drill bit (millennium 85-1511023 1.5mm) was retained in the distal femur. Of note, millennium was bought out by avalign technologies.